Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no customer information provided to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous file, the case was reported as product problem which is updated/corrected to "adverse event" and "death". 1)b5 verbiage:- the manufacturer received information regarding a philips CPAP device. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. 2) in this report, box-b is updated along with "type of reported complaint" and codes for "(device) problem code grid", "patient outcome code grid" and "health impact grid" are updated. 3) recall number is also updated to z-1974-2021. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.